Manufacturer narrative:
Common device name: catheter, straight. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
Consumer states he got a uti while using an expired box of the ultram10 catheters - 1 mu, qty 30 catheters, lot # 190616-3. He said he didn't really pay attention when he grabbed this box of catheters from his storage and he said he used the whole box before he realized they were expired in 2021 and resulted in him getting uti as he did use the box of expired catheters prior to his uti. He did note the lubricant was yellow-ish looking. I explained to him the importance of not using expired catheters, he is aware he has to pay more attention to the dates from now on. He caths 3-4 times a day for retention from spina bifida. He said these catheters typically work well for him overall when not expired. He said he realized he had a uti as he was having burning, lower back pain and frequency. He went to get his urine tested and he did have an antibiotic prescribed by his doctor and he is now on day 3 of a 10 day course of antibiotics, name unknown. He still has some of the frequency but getting better on antibiotic course.